Event description:
During the atrial fibrillation procedure, after the sheath was inserted into the right atrium and the viewflex catheter was inserted, blood leaked from the hemostasis valve when inserting the halo catheter. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.